Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised frame is broken at a weld, and the vertical brace that comes down to the axle tube is broken at a weld.